Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. There was no reported impact to customer's blood glucose.